Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. A similar event was identify under the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Identified a procedure performed due to impingement on (B)(6) 2017. Pain was also identified. Per the operative notes, an "aggressive capsulectomy" was performed as well as removal of 1/3 of the anterior trochanter. No devices were explanted at this time.